Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the uninterruptible power supply (ups) battery assembly voltage inside the mobile view station (mvs) was low. The battery assembly was replaced and the issue was resolved. The battery assembly has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed a low voltage on the uninterruptible power supply (ups) battery cartridge. There was no patient present when this issue was identified.